Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage shock therapy due to noise on the ventricular channel. It was noted that the device's pocket was used to implant a transcatheter heart valve. Noise was able to be reproduced with the pocket manipulation test. In addition, the right ventricular lead exhibited high pacing lead impedance, high capture threshold, and low sensing. The lead was capped and replaced on (B)(6) 2016. The patient was stable and discharged post procedure.